Event description:
It was reported that the atrial lead had an insulation breach or lead fracture, fluctuating impedances and sensing, rising impedance, oversensing, and high threshold. The lead remains implanted, but the system was reprogrammed to odo mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. Performance data collected from the ICD device showed varying impedance on the atrial pace lead. Minimum atrial pace lead impedances fluctuated between 316 ohms and 1216 ohms.